Event description:
A peritoneal dialysis pt has reported that during treatment, the pt line became disconnected. The pt admitted to not tightening the pt line connector prior to starting the treatment. Prophylactic antibiotics were given and the pt suffered no ill effect. The pt¿s effluent remains clear and the pt continues with peritoneal dialysis therapy. There is no sample available for eval.